Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a stone cone nitinol urological retrieval coil was used in the ureter during a transurethral lithotripsy (tul) procedure performed on (B)(6) 2018. According to the complainant, upon withdrawal, the coil part of the stone cone device was detached and fell into the kidney pelvis. The detached piece was successfully retrieved from the patient using forceps. The procedure was completed with this device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Visual evaluation revealed that the coil was returned separated from the device. Burn marks were found in various places on the coil and a burn mark at the break causing the coating to fray. Therefore, the most probable root cause for this event is "caused by other device" since investigation indicates another device caused the complaint event. The device history record (DHR) review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation that a stone cone nitinol urological retrieval coil was used in the ureter during a transurethral lithotripsy (tul) procedure performed on (B)(6) 2018. According to the complainant, upon withdrawal, the coil part of the stone cone device was detached and fell into the kidney pelvis. The detached piece was successfully retrieved from the patient using forceps. The procedure was completed with this device. There were no patient complications reported as a result of this event.